Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during testing. The occlusion, excessive no delivery and priming tests were all unable to be completed due to motor error alarm. The insulin pump had cracked battery tube threads found during visual inspection and there was no damage on the drive support disk. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm and low blood glucose levels. Customer's blood glucose level was 47 mg/dl. Customer advised they are not sure if the drive support cap was damaged and they were unable to find it. Customer was unable to check the alarm history and unable to clear the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.